Event description:
Medtronic intrathecal pump with dilaudid resulting in respiratory depression and respiratory acidosis resulting in one 10 day hospitalization and in one 3 day hospitalization requiring pt to be discharged on permanent, constant use of home o2 and 2 liters. Placing physician continually stated that the pump could not cause respiratory depression even though it was the opinion of 8 other mds that the problem was, in fact, the dilaudid pain pump. When I called medtronic for further info, I was given info about the recall, but no info about the possibility of respiratory depression and I was told that I would not be allowed to talk to one of their physicians. I am a nurse and actually have a quite clear understanding of what was going on. My opinion is that medtronic phone staff should be well versed in side effects and complications and their literature states "inform pts of the signs and symptoms of drug overdose". Respiratory depression is certainly one. We were informed by neither medtronic, nor the inserting physician, and when they (medtronic) were called and specifically questioned, they were not helpful, nor did they tell me this. Dates of use: 2006-2007. Diagnosis or reason for use: chronic pain. Event abated after use stopped or dose reduced: yes.